Manufacturer narrative:
(B)(4). Serial number: (B)(4), software version: 3.8.5, color: pink, battery life remaining: <7 months. Per visual inspection: no physical damage noted. Customer reports: screw is not moving as intended. The inpen will not dispense any insulin. The inpen paired to the commercial app manually with small pairing dose. The screw is not bent. However, the inpen screw and dose nut rotate together when dispensing and retracting due to broken bond at the injection nut. Unable to perform functional testing due to broken bond at the injection nut. In conclusion: broken injection bond can affect insulin delivery. The customer complaint of leadscrew anomaly was confirmed.

Event description:
Information received by medtronic indicated that the insulin pen was not delivering insulin. Customer stated that when they removed the cartridge and only drops were coming out. Customer blood glucose was in the range of 300 mg/dl. Customer current blood glucose was 211 mg/dl. No harm requiring medical intervention was reported. Customer will discontinue to use the insulin pen.